Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via paramedics to the emergency room (ER) due to blood glucose (bg) level of 24mg/dl. Reportedly, customer miscalculated the amount of carbohydrates consumed. Bg was treated with intravenous glucose, and consumption of carbohydrates. Reportedly, customer left the ER 24 hours later with the issue resolved and no permanent damage. Customer indicated the pump was functioning as intended.